Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -6.0/+2.5/079 (sphere/cylindar/axis) into the patient's eye on (B)(6) 2008. The surgeon reports low vault and residual refraction. Reportedly, the lens remains implanted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found residue on the lens and the lens curved in. Claim#: (B)(4).

Manufacturer narrative:
B5 - please disregard previous b5 statement. H6-additional patient code 3191: no code available (secondary surgery, lens exchange) h6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -5.5/+5.5/114 (sphere/cylindar/axis) into the patient's right (od) eye on (B)(6) 2008. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault and residual refraction. The problem is resolved.